Manufacturer narrative:
Additional information: investigative report - a review of the complaint history, device history record, manufacturing instructions, specifications and quality control data was conducted during the investigation. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging device is unable to be retrieved¿. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Per certificate of death, dated (B)(6) 2017, immediate cause of death is intracerebral hemorrhage due to amyotrophic lateral sclerosis.

Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2016-00710. Information was received identifying that the product was a cook inc. Product. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012. This additional information was received on (B)(6) 2017 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to left lower extremity deep vein thrombosis (dvt). No retrieval attempts were noted. Plaintiff is alleging device is unable to be retrieved.